Event description:
Right basilic PICC line attempted and upon withdrawing the guidewire the wire became stuck in tissue and initially was unable to be taken out. Upon removing the guidewire the patient got spasms and upon removal the guidewire tip appeared to not be intact.